Manufacturer narrative:
(B)(6).

Event description:
Information was received that a smiths medical cadd solis vip pump was under-infusing. Pump was programmed by infusion nurse prior to patient's discharge. Pump settings-penicillin g, four million unites q4h, reservoir volume 555 ml, dose volume 73.8 ml, duration 30 minutes, every four hours. It was noted that residual volume was elevated beyond 10 percent after 24 hour infusion completed, however pump indicated the medication was completely infused. No patient injury resulted.

Manufacturer narrative:
Evaluation summary: the pump was visually inspected and was found to be in good physical condition; the keyboard and labels were functional and intact. No history data was available from the pump event history log during the time fram of the reported incident; the oldest record start on (B)(6) 2018. The customer's reported problem regarding under delivery was unable to be confirmed. Delivery accuracy testing was found to be within the published specification of +/-6%. The DHR was reviewed and found to be in compliance; no manufacturing or testing issues were found. Based on these investigation results the cause of the customer's reported problem was unable to be determined and no corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.